Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead exhibited noise leading to inappropriate detection and 56 inappropriate shocks. The lead remains implanted but will be scheduled for explant at a later date. Should additional information become available, this file will be updated.